Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that that this lead was explanted due to an unspecified product performance issue. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The product was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that that this right ventricular (rv) defibrillation lead was explanted due to an unspecified product performance issue. No additional adverse patient effects were reported. Product return was requested. Additional information received reported that this rv lead had been explanted and replaced due to oversensed noise observed with isometrics. No additional adverse patient effects were reported. This lead will not be return as it was discarded after explant.